Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1251487. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251487 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity based on the investigation and risk management file review, the most likely root cause determined from the investigation was incorrect process followed. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Premarket identification /k011028/k013227.

Event description:
It was reported that when the package was opened, the doctor realized that it was empty. Procedure completed.